Manufacturer narrative:
Device evaluation: no samples were received for investigation of (B)(4), in which the customer has stated: "when she connected amsafe prefilled flush to needle free connector (nfc), she noticed leaking." The product in use at the time is reported to be a mp1000c-0006 from lot 24026434. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24026434 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000c-0006 in the past 12 months.

Event description:
It was reported that the bd maxplus needleless connector had leakage. The following information was provided by the initial reporter: nurse contacted advice line as when she connected amsafe prefilled flush to needle free connector (nfc), she noticed leaking. Nurse has replaced nfc and flushed again, no further leakage. Nurse reports nfc was replaced on friday and patient reports no leakage between then and now.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: although shipped for investigation, no (B)(6) samples were received at the dchu, and the product was determined to have been lost during transportation. The customer reported that the affected sample was from lot 24026434 and that "when she connected amsafe prefilled flush to needle free connector (nfc), she noticed leaking." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24026434 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000c-0006 in the past 12 months.